Event description:
Related manufacturer reference number: 2017865-2025-16809. Related manufacturer reference number: 2017865-2025-16810. It was reported that the patient has deceased. The cause of death was ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) right ventricular (rv) and right atrial (ra) leads were explanted. No additional information was reported.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.